Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during the load process. Reportedly customer's blood glucose level was "a little high."